Manufacturer narrative:
Additional information the company service representative examined the system and could not replicate the reported event of shut down .unrelated to the reported event; the company service representative found the system had a boot-up issue. The host module and battery were replaced to resolve this issue. The system was then tested and met all product specifications. The host module was received and a visual assessment of the sample found no obvious non-conformities. The sample was installed in a calibrated system and was successfully booted up three (3) times. The system message (sm) [the cpu battery is bad. Please contact field service] was displayed which is an advisory for a non-conforming cpu battery. The system was kept on overnight however, the reported issue of ¿shut down" could not be replicated. The system was manufactured on july 17, 2013. Based on qa assessment, the product met specifications at the time of release. There was sm that displayed however, it should be noted that it is just an advisory and it can be cleared by the user pressing a button on screen. The system can still be used after that. The system was found to have no problem related to the reported event; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut down on its own. Additional information has been requested, but none received.